Manufacturer narrative:
Device lot number corrected from 20867023 to 21156849. Device expiration date corrected from 07/09/2020 to 09/19/2020. Device manufactured date corrected from 07/13/2017 to 09/21/2017. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The shaft has an 11mm long tear starting 119cm from the strain relief. There were numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the confirmed event. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing an ipsilateral approach. The target lesion was located in the moderately tortuous left superficial femoral artery. After a guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient and pre-dilatation was performed using another 4mm x 40mm x 146cm coyote¿ es balloon catheter, followed by a bigger size non-bsc balloon catheter. Subsequently, a non-bsc stent was deployed and was post-dilated with a mustang balloon catheter, and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing an ipsilateral approach. The target lesion was located in the moderately tortuous left superficial femoral artery. After a guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient and pre-dilatation was performed using another 4mm x 40mm x 146cm coyote¿ es balloon catheter, followed by a bigger size non-bsc balloon catheter. Subsequently, a non-bsc stent was deployed and was post-dilated with a mustang balloon catheter, and the procedure was completed. No patient complications nor injuries were reported.